Event description:
It was reported that customer was unable to charge the pump battery with the tandem-provided charging cable and wall adapter, leading to the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction injection. Reportedly, the customer was able to successfully charge the pump with an alternate set of charging supplies.